Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 21 mg/dl, reportedly, customer's carb ratios were higher during the night, leading to the low bg level. Additionally, customer's non-tandem continuous glucose monitor was not available, therefore, pump's control iq feature was unable to adjust insulin delivery. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin, saline, and unspecified injections. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.